Event description:
It was reported that device entrapment occurred. The patient presented with ischemic heart disease and underwent percutaneous coronary intervention. The target lesion was located in the left circumflex artery (lcx). After a 6f pb3.5 non-boston scientific (bsc) guide catheter was engaged coaxially and a non-bsc guidewire was crossed into the distal lcx, pre-dilation was performed with a 2.5x20 non-bsc semi-compliant balloon catheter. A 3.50 x 24mm synergy xd drug-eluting stent was advanced over the non-bsc guidewire into the lesion. The stent balloon was inflated at 12 mmhg for 20 seconds, and the stent was implanted. A negative pressure was applied into the stent balloon, and it compressed as expected. However, as the physician attempted to remove the balloon, the wire retrieved with it. After multiple attempts which included inflating and deflating the balloon, withdrawing the stent balloon along the guidewire was still unsuccessful. The stent delivery system and the non-bsc guidewire were removed together through the guide catheter and outside of the body. Upon physician examination, the guidewire was trapped within the monorail segment of the synergy xd delivery system and the wire could not be removed from distal to proximal. The wire was then pulled in the other direction and the wire came free. The procedure was completed successfully, and no patient complications were reported. It was noted that the physician did not flush the monorail segment of the synergy xd delivery system prior to use as the instructions for use recommend, however, the physician does not routinely perform this step, and this device and guidewire issue has not occurred previously.